Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records submitted for review confirmed good loading of a medtronic valve and coronary perfusion. The imaging showed deployment in a good starting location and depth. When the valve was deployed to 100%, the angiogram confirmed moderate paravalvular leak (pvl) and a post-implant balloon aortic valvuloplasty (bav) was performed three times, with the third shallower in position expanding the waist of the valve. The angiogram confirmed severe aortic insufficiency (ai). Both pvl and regurgitation can be caused by valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus.". It is unknown what the inflation pressure was or how the balloon was inflated, however, both the event description and the image review stated that the valve was expanded at the waist, which may have led to the reported annular rupture. The image review cines show that there was severe regurgitation directly after the third bav had been performed. Hypotension is a known potential adverse effect per the IFU, it is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, however, in this case, it appears that the hypotension and effusion may be secondary harms related to the annular rupture as a result of the bav. Stroke is a known potential adverse effect per the IFU, and a variety of factors can influence the onset of stroke, but a conclusive cause could not be determined from the limited information available. There was no imaging provided to confirm a second valve/system was used inside the first implant. The evidence cannot confirm the additional comments made in this event related to blood transfusions, pericardial effusion, fistula, and patient condition during this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the post-implant bav was performed due to moderate paravalvular leak (pvl). The attempted pericardiocentesis was reported to have been unsuccessful because the patient's liver was in the way, this induced the hepatic laceration. (B)(4) units of blood were transfused. The aortography showed severe pvl, which the surgeon believed was a result of the aortic root damage. Following the implant of the second valve, the pvl was reduced to mild, which in turn reduced the fistula leak to the right atrium. The physician also reported that while the patient was under general anesthesia, hypotension caused a cerebrovascular accident (cva). A disabling stroke was reported but the patient was improving from a moderate cva deficit. ¿conservative management¿ of the cva was reported. No additional adverse patient effects were reported. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: (B)(6), ubd: 21-feb-2021, UDI#: (B)(4) h6: patient code and device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed for an unknown reason. Three separate dilations were performed with minimal duration and correct volumes injected into balloon with the same 22mm non-medtronic balloon. During the first two dilation attempts, the balloon was positioned low in the valve frame and only expanded the inflow portion of the frame. On the third attempt, expansion was noted at the waist of the valve frame. Approximately ten minutes after the bav, severe hypotension was observed and a cardiac effusion was noted as a result of an aortic root rupture which was believed to have been caused during the bav. The implanting physician attempted to perform a pericardiocentesis, but it was unsuccessful and induced a hepatic injury from the needle. The injuries required intervention; cardiac surgeons drained the pericardial effusion and stopped the hepatic hemorrhage. A blood transfusion and pharmacological support were administered. The aortic root injury was noted to have a pulsatile fistula that tracked across to the right atrium where an exit jet was identified on echocardiogram. An aortography showed severe, unspecified aortic regurgitation (ar) which the surgeon believed was a result of the aortic root damage. The patient was stabilized and the surgeons chose to implant a second valve, valve-in-valve, and successfully reduced the ar into the fistula. The patient was intubated and transferred to the intensive care unit (ICU). Shortly after transfer to the ICU, the patient was placed on an aortic balloon pump. No additional adverse patient effects were reported.